Event description:
A distributor of the product reported that they rec'd a complaint from one of their customers. The distributor's customer reported 28 incidents of leaking infusion sets during chemotherapy treatment (5fu). There is no report of injury.